Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a low blood glucose of 44 mg/dl. He stated he treated for this, but that he had been having low blood glucose since around (B)(6) 2014. Customer also stated that he received an off no power alert without having first received low battery alerts. He stated the battery was not previously used and the insulin pump was not bumped or dropped. Customer further stated there had not been any unattended alarms and the battery cap was not loose, cracked, or damaged. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.